Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion and prime/delivery tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during manual priming. The customer stated that the device was taken through a body scanner about one month earlier. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.